Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported that the patient was initially hospitalized due to another indication, however during hospitalization, the patient subsequently developed peritonitis. The cause of the peritonitis was not reported. It was reported that the peritonitis was "hospital acquired". It was reported that the patient subsequently passed away due to complications from peritonitis. It was not reported if an autopsy was performed. It was not reported if the patient has recovered from peritonitis or if pd therapy was ongoing prior to or at the time of death. No additional information is available.